Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: yes (battery 99%). Receiver functional test was performed and passed. Case opened for interior and battery inspection:(battery voltage measured= 4.1v) was performed and passed. The log was downloaded and reviewed finding error related to the complaint. Finding related to complaint in receiver download: unexpected power, ¿rttloss¿ was observed on incident date (B)(6)2020. See attachment. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.